Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor pic failed self test error. Blood glucose level at the time of the incident was 130 mg/dl. Troubleshooting did not resolve the issue. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced. The insulin pump will return analysis.

Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failures error confirmed in the device history due to broken traces on keypad assembly. (B)(4).